Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: high-energy instruments such as radiofrequency, may have been used without maintaining sufficient distance from the scope tip; however, this could not be confirmed based on the information obtained. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the burn marks are observed on the forceps elevator. There was no patient involvement.